Manufacturer narrative:
The complaint of a leak was confirmed, and the cause appears to be use related. The product returned for evaluation was a 5fr d/l powerpicc catheter. Dressing residue coated the luer hubs, extension legs, and catheter shaft (through the 4cm depth marking). Functional testing showed that both lumens were patent to infusion using water and a 12cc syringe. Two pinhole leaks were observed, one near the 2cm depth marking, and one near the 5cm depth marking. Microscopic examination of the leak sites showed that one was circular in shape and another was teardrop shaped. Both sites were similar in diameter, 0.006" each. The fracture characteristics contained sharp edges and were extremely localized. The damage was very similar to a needle puncture, and the hole sizes observed matched a 30 gauge needle. A lot history review (lhr) of revlo252 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was placed a 5f dl powerpicc for chemotherapy on (B)(6) 2014. The insertion process went smoothly. On (B)(6), when the nurse did regular maintenance, she found the catheter slipped out for about 10cm and there was a leakage 7cm next to the wing. The nurse was professional in placing, so they thought our PICC line might have some problems and asked us to evaluate our product.